Manufacturer narrative:
Section b5: additional information . The mentioned stroke and death are reported under MFR # 2916596-2020-00108.

Event description:
Additional information was received that the patient's initial infection and sepsis source was unknown, but it was believed initially to be lvad or implantable cardioverter defibrillator related. Later, it was guessed that the infection was from an abscessed tooth. There was no confirmation on a source. No further detail was provided. The death was not considered to be device related. The patient had a systemic infection of unknown origin but was suspected ICD or vad infection that had been treated with antibiotics. The device operated as expected up until it was turned off by vad coordinator.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for abdominal pain. Labs taken identified bacteremia via staph-epi microorganism. The patient was treated with vancomycin and rifampin and cephazolin at time of admission. The patient was discharged on (B)(6) 2019. The patient is still on IV vancomycin and oral rifampin. Source of infection has not been identified. Infectious disease physicians it could be crt-d leads or vad related, but drive line exit site cultured and negative for any infection. Infection source currently unknown and the plan of care is to continue to monitor on an outpatient basis. Additional information reported that the patient is currently IV vancomycin through a PICC line now at home and oral rifampin. The patient will be listed as status 3 for heart transplant when finished with 6 weeks of IV antibiotics. No further information was provided.